Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not hold a charge for more than 24 hours. He had no difficulty with the charging process and he had 8 black boxes during the charging process. The patient had a fall and a weight change within the year prior to the report. The manufacturing representative was unable to read the battery with the clinician programmer because the ins was discharged. The patient never had to jump start, but his battery had gone dead several times. After the patient had it full again, it would be dead within 24 hours. They connected to the recharger and were able to obtain 8 black boxes. The patient thought something was wrong with the battery and would like it replaced. It was unknown if the battery was depleted. It was further reported that the device had not reached the estimated replacement indicator (eri) or end of service (eos). The device had not been explanted, but the patient was being referred to a physician. The patient was not in cycling mode. The patient was doing well, but was not able to use his stimulator at the time of the report because it would not hold a charge for more than 24 hours. Interventions and patient outcome was not reported at the time of the report. Follow up has been requested. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).